Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial distal release covered stent was to be implanted in the esophagus for the treatment of lung cancer during a tracheobronchial stenting procedure performed on (B)(6) 2023. During the procedure, the stent was unable to be deployed. The procedure was completed using another ultraflex tracheobronchial stent. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the ultraflex tracheobronchial stent was intended to be placed in the esophagus. However, per ultraflex tracheobronchial stent system directions for use, the stent is indicated for the treatment of tracheobronchial strictures produced by malignant neoplasms. The stent is not indicated to be placed in the esophagus. This event has been deemed a MDR-reportable event based on investigation results which revealed that the stent was partially deployed. Please see block h10 for full investigation details.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable investigation finding of stent partially deployed. Block h10: an ultraflex tracheobronchial distal release covered stent and delivery system were received for analysis. The stent was received partially deployed. Visual examination of the returned device found the shaft slightly bent. The deployment suture was returned raveled in the stent; however, no damages or knots were noted. Functional examination was performed by holding the handle hub in the palm of one hand, grasping and retracting the finger ring with the other hand, and the stent was gradually deployed. No other problems were noted to the stent and delivery system. The investigation concluded that the observed failures of stent partially deployed, and shaft bent were likely due to factors encountered during the procedure. It may be that lesion characteristics, how the device was handled and/or the technique used by the physician (force applied), limited the performance of the device and contributed to the observed failures. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. The complainant reported that the device was intended to be placed in the esophagus. The IFU states, "the ultraflex tracheobronchial stent system directions for use, the stent is indicated for the treatment of tracheobronchial strictures produced by malignant neoplasms". The stent is not intended to be placed in the esophagus. Taking all available information into consideration, the investigation concluded that the reported event and observed failures were likely due to factors encountered during the procedure. Therefore, a review and analysis of the all the available information indicated that the most probable cause is adverse event related to procedure.